Event description:
It was reported that the patient presented after receiving multiple inappropriate hv therapies for supraventricular tachycardia and was managed with medication. Programming changes were made. Subsequently, the patient presented again after receiving an alert for eri. Device was explanted due to premature battery depletion. The patients condition was good after the procedure.

Manufacturer narrative:
Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field events of inappropriate therapy and premature battery depletion were not confirmed in the laboratory. Based on device settings, a longevity calculation was performed and found to be within expected limits. The device was tested on the bench and no anomalies were found. The cause of the field event could not be determined.